Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed in the patient from the sds and therefore was not returned for analysis. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position and it appeared that positive pressure was applied and a vacuum pulled. The balloon was inflated to nominal atmospheres and rated burst pressure (rbp) with no issues. The balloon was deflated within 7 seconds, this is within specification set out in the directions for use (dfu). A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment of the stent, the stent delivery balloon ruptured at 6 atmospheres. The stent delivery system was completely removed and the procedure was continued by replacing the delivery balloon with an nc emerge balloon catheter. The procedure was completed with another of the same device. There were no patient complications nor injury reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment of the stent, the stent delivery balloon ruptured at 6 atmospheres. The stent delivery system was completely removed and the procedure was continued by replacing the delivery balloon with an nc emerge balloon catheter. The procedure was completed with another of the same device. There were no patient complications nor injury reported.